Event description:
Additional information received noted that the event was observed remotely. The source of oversensing was myopotentials. Programming changes were performed. The patient was in stable condition.

Event description:
It was reported that the patient presented in clinic. Interrogation of device noted that the patient's implantable cardioverter defibrillator exhibited unspecific oversensing. No interventions were performed. The patient was in stable condition.